Event description:
The manufacturer received information alleging the ventilator was alarming. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center an issue related to the ballscrew was observed. The device's ballscrew was re-tightened to the motor to address the issue.